Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The self-test passed. Customer's blood glucose level was 548 mg/dl. The customer treated her blood glucose level with the insulin pump. The alarm was caused by a connection issue. The device was not returned.